Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on the right hip on (B)(6) 2015 due to metallosis. The modular head, femoral stem and taper adapter were removed and replaced. It was further reported that patient is experiencing pain on the left side; however, no revision has been reported to date. Revision operative report noted the revision was due to pain and further noted the presence of deficient abductors, a loose femoral stem, metal debris and a well fixed acetabular cup.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00238 /-00794)